Manufacturer narrative:
The insulin pump was received with unresponsive act and escape buttons due to unlock lcd keypad connector. However, the buttons responded properly after locking lcd keypad connector. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump act keypad button is not responsive. Customer's blood glucose was unknown at the time of incident. No further details given.